Event description:
It was reported that the sensing integrity counter of the ICD registered a high number of short v-v intervals and nst's due to oversensing and noise. The pace/sense portion of the high voltage lead was capped and replaced with a pace/ sense lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.